Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with different assays on a cobas e 411 analyzer (rack system). Patient sample 1, tested with elecsys estradiol iii: the sample initially resulted in an estradiol iii value of 309.5 pg/ml. The patient sample was repeated three times, resulting in values of 31.66 pg/ml, 32.40 pg/ml, and 26.61 pg/ml. The initial questionable result was reported outside of the laboratory. The estradiol iii reagent lot number was 590311, with an expiration date of 31-dec-2022. Patient sample 2, tested with elecsys insulin: the sample initially resulted in an insulin value of 74.40 uu/ml. The patient sample was repeated twice, resulting in values of 18.23 uu/ml and 17.56 uu/ml. It was asked, but it is unknown if a questionable result was reported outside of the laboratory. The insulin reagent lot number was 529408, with an expiration date of 30-nov-2022. Patient sample 3, tested with elecsys hcg+ss the sample initially resulted in an hcg+ss value of 1.65 miu/ml. The patient sample was repeated twice, resulting in values of 6.74 miu/ml and 21.09 miu/ml. It was asked, but it is unknown if a questionable result was reported outside of the laboratory. The hcg+ss reagent lot number was 614888, with an expiration date of 31-jul-2023.

Manufacturer narrative:
A slanting gel barrier was identified and the customer was retrained on correct tube handling. The field service engineer aligned the probes. Performance testing was within specification. The investigation determined that the issue is consistent with incorrect pre-analytical sample handling.